Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party service center, a "ventilator inoperative" condition occurred. The device's power supply was replaced to address the issue. The power supply was then returned to the manufacturer's quality assurance lab for further evaluation and the failure of the power supply was confirmed.